Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test, and self-test due to blank display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay, serial number label missing, misaligned battery tube, corroded battery tube, and corroded home switch. Blank display was confirmed during analysis due to misaligned battery tube. Unable to download history files and traces due to blank display. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a crack on the battery compartment. The customer reported no adverse event. The event involved in the product was mmt-1712kl. Troubleshooting was performed for cosmetic damage and found that retainer ring was not damaged. No harm requiring medical intervention was reported. Mmt-1712kl was returned for analysis.